Event description:
It was reported that during the recanalization procedure via contralateral groin access, the helix allegedly fractured. It was further reported that the wire was pulled out of the device and the helix was allegedly detached. Reportedly, it was mentioned that the device was being run in a vessel that was too small and there were perforations in the vessel, and the procedure was ended up having to stent the patient. The current status of the patient was unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken at 63 cm distance from the tip of the catheter and 3.7 cm from the handle. There was a kink and a hole in the tube at 67 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the recanalization procedure via contralateral groin access, the helix allegedly fractured. It was further reported that the wire was pulled out of the device and the helix was allegedly detached. Reportedly, it was mentioned that the device was being run in a vessel that was too small and there were perforations in the vessel, and the procedure was ended up having to stent the patient. The current status of the patient was unknown.

Manufacturer narrative:
Additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during recanalization procedure via contralateral groin access, the helix allegedly fractured. It was further reported that the wire was pulled out of the device and the helix was allegedly detached. There was no reported patient injury.